Event description:
Nurse (B)(6) from the central sterilization department report via our sales rep, (B)(4), that the tip of the cable tensioner, where the cable is guided through, was bent during surgery. They report moreover that the surgery was finished with an alternative device and the patient was not impaired.

Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report.